Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection at the implant site. The recipient was prescribed antibiotics (type unknown), however, the infection did not resolve. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). .3 additional information: event date: the recipient was reportedly prescribed amoxicillin clavulanic on (B)(6) 2015, for four days. The recipient was hospitalized on (B)(6) 2016. The recipient's infection has resolved. The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.